Event description:
Device 2 of 3. Ref MFR reports: 1627487-2013-17025 and 1627487-2013-17027. It was reported the pt's scs system was explanted due to infection. It was also reported the scs lead incision site opened. Prior to the incision opening, the physician suspected infection and had been treating the pt with antibiotics (unk whether oral or intravenous). Additionally, after the explant procedure the pt received intravenous antibiotics and was admitted to the hospital overnight. No additional information is available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.